Manufacturer narrative:
A patient death was reported to abbott. Event details describe health issues unrelated to the implanted system. Additionally, no scs system complaints were reported nor were implanted products returned for analysis. All event information pertaining to this device has been reviewed and no product investigation is necessary at this time as the circumstances of the event have not been attributed to the implanted system.

Event description:
It was reported that following an scs trial lead implant on (B)(6) 2025, the patient was hospitalized the weekend of (B)(6) 2025 due to a blood clot and later passed away on (B)(6) 2025.